Manufacturer narrative:
The valve was patent and met the requirements for reflux, siphon, and pre-implantation testing. The valve did not meet the requirements for the pressure flow testing. The device also did not meet the requirements for leak testing due to a tear observed on one side of the reservoir dome. It is unknown how or when this damage occurred. The instructions for use that accompany the device state that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance¿. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery, the valve was leaking when the doctor tested it. According to the report, the doctor used a new device to complete the surgery. Reportedly, the device did not have patient contact and the patient¿s current status is normal.